Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experienced high blood glucose. In addition, the pump alarmed no delivery. The customer's blood glucose ranged between 327mg/dl-498mg/dl. Customer stated the insulin did not exit and pump alarmed no delivery. The customer stated the event was resolved by a change of a complete set.